Event description:
The customer stated that, her meter was not reading consistently, although she did not give any values. While troubleshooting, the customer performed normal control tests and received a reading of 21 mg/dl. The normal control range is 93-128 mg/dl. The customer did not allege any adverse events. The strips are to be returned for eval, and replacement strips will be sent.